Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On the day of the event, the alarm trace showed multiple alarms including 3 sample foam detection alarms, 2 abnormal aspiration (sample probe) alarms, a sample clot detection alarm, and 2 sample short alarms. The field service engineer found clots in the sipper nozzle and sipper tubing causing excessive air to be pulled into the line. He power flushed to remove all air and clots from the sipper tubing and the valves and replaced the sipper pinch tubing. The fse then performed ise checks and they were all successful. The customer performed calibration and qc and they were acceptable.

Event description:
We received an allegation of questionable ise results for 2 patient' samples tested on a cobas 8000 cobas ise module (ise 1). Results for the sodium (na) test were affected. Sample 1: initial result: 150 mmol/l. 1st repeat result: 137 mmol/l (tested on ise 2). 2nd repeat result: 138 mmol/l (repeated on (B)(6) 2024). Sample 1 was a plasma sample. Sample 2: initial result: 138 mmol/l. Repeat result: 128 mmol/l (tested on ise 2). Sample 2 was a serum sample. The customer was checking back the results and noticed a delta flag and qc was out of range. The samples were then repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The customer verbally stated that the qc recovery was acceptable prior to the event. The field service engineer primed the ise to ensure sufficient flow and air removed from the line. The service actions (power flushing the sipper tubing and the valves and replacing the sipper pinch tubing) resolved the issue. No further issues were reported after the service visit.